Event description:
It was reported that the patient had t-wave oversensing on the right ventricular (rv) lead. It was noted that the patient's sodium may have been low. The sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.